Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 44-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abortion, anxiety disorder, diarrhea, nausea and multigravida. Previously administered products included for an unreported indication: flexeril, pyridium, macrobid and naproxen. Past adverse reactions to the above products included contusion with naproxen. Concurrent conditions included gastritis, irritable bowel syndrome, tobacco use disorder, anxiety state, smoker, social alcohol drinker and irritable bowel syndrome. Concomitant products included antibiotics and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"), 1 month 16 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating") and rash ("skin rash/ rashes or skin conditions") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and bacterial vaginosis ("multiple bacterial infection/ infection: bacterial vaginosis"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain lower ("severe cramping"), dizziness ("dizziness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss/excessive hair loss"), cystitis ("bladder/urinary problems: bladder infection"), hypersensitivity ("allergy"), abdominal pain ("pain: abdominal") and complication of device insertion ("one side of coil was placed only, unable to place both coils"). The patient was treated with surgery (laparoscopic removal right sided essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, abdominal pain lower, abdominal distension, dyspareunia, rash, vaginal infection, dizziness, headache, bacterial vaginosis, bladder disorder, urinary tract disorder, alopecia, migraine, nausea, weight increased, cystitis, hypersensitivity, abdominal pain and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, complication of device insertion, cystitis, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6)-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, abortion, anxiety disorder, diarrhea, nausea and multigravida. Previously administered products included for an unreported indication: flexeril, pyridium, macrobid and naproxen. Past adverse reactions to the above products included contusion with naproxen. Concurrent conditions included gastritis, irritable bowel syndrome, tobacco use disorder, anxiety state, smoker, social alcohol drinker and irritable bowel syndrome. Concomitant products included antibiotics and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced nausea ("nausea"), 1 month 16 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache") and migraine ("migraines"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea"). In 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: bloating") and rash ("skin rash/ rashes or skin conditions") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis") and bacterial vaginosis ("multiple bacterial infection/ infection: bacterial vaginosis"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), abdominal pain lower ("severe cramping"), dizziness ("dizziness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss/excessive hair loss"), cystitis ("bladder/urinary problems: bladder infection"), hypersensitivity ("allergy"), abdominal pain ("pain: abdominal") and complication of device insertion ("one side of coil was placed only, unable to place both coils"). The patient was treated with surgery (laparoscopic removal right sided essure device, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, abdominal pain lower, abdominal distension, dyspareunia, rash, vaginal infection, dizziness, headache, bacterial vaginosis, bladder disorder, urinary tract disorder, alopecia, migraine, nausea, weight increased, cystitis, hypersensitivity, abdominal pain and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, bacterial vaginosis, bladder disorder, complication of device insertion, cystitis, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : case category updated to serious incident, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.